Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on an unspecified date, the patient experienced extreme pain and was recently hospitalized. It was noted the device was ¿losing it¿s coverage¿. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on an unspecified date, the patient experienced extreme pain and was recently hospitalized. It was noted the device was ¿losing it¿s coverage¿. It was unknown what the outcome was and if any troubleshooting/diagnostics/actions were performed. No further information was provided. No further complications were reported/anticipated.